Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: the black box shows on (B)(4) 2016 at 09:54 a replace cartridge alarm; deliveries resumed at 10:05. The recorded bolus totals and bolus tdd¿s add up correctly. Manually performed a 10u audio bolus and 10u normal bolus successfully. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20u. The force sensor is detecting the correct fore. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Unable to confirm complaint of a total bolus pump calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 19mmol/l with symptoms of dehydration, extreme drowsiness, tiredness, irritability, and moderate ketones. The patient treated with an injection to lower bg. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the bolus totals do not match with a >5% difference. This report is being made due to the bg excursion the patient received due to an alleged history settings issue.